Event description:
Customer reported on (B)(6) 2015 she attempted to test using her adc blood glucose meter, but after inserting a test strip into it the meter turned on and then shut off. Customer further reported that on (B)(6) 2015 she began to experience unspecified low blood sugar symptoms and attempted to drink some juice, but before she could drink it she lost consciousness. Customer's mother administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The test strip lot number on the initial MDR was missing the last digit. The correct test strip lot number is 1475321.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.